Event description:
Ous MDR - after an implantation time of about 63 months, shock impedance values of greater than 150 ohms were reported. The lead was replaced. During the revision, the larger part of the lead was left inside the patient. Only the cut-off tip electrode was returned for analysis.

Manufacturer narrative:
Only fragments of the lead were returned. Just the proximal section of the lead was submitted for analysis. The returned fragment was subjected to visual, mechanical and electrical inspection. The lead was likely severed during explantation. No damage could be identified apart from the existing lead cut. The dc resistance was also normal for the electrical leads. There is no indication of a material or manufacturing defect.